Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test as performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device available for evaluation - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation/ correction h3: device evaluated by mfg- additional information h5: labeled for single use - correction h6: additional information.